Event description:
Complainant alleged that during biomed testing the device displayed "bridge test failed", "defib fault 108" and "defib fault 109" messages. Complainant indicated that there was no pt involvement in the reported malfunction.